Manufacturer narrative:
The reported events of ¿there was no sensing and no capture at all¿ were not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction- d9 the returned date should have been mar 9, 2021 not blank.

Event description:
It was reported the patient presented in the clinic. Upon interrogation, it was observed the patient's atrial lead had loss of capture and loss of sensing. Lead dislodgement was confirmed by a x-ray. The lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.